Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient treated for spinal canal stenosis with spinal therapy. It was reported that the cage was broken during insertion. There was a delay of less than 60 min in overall procedure time. There was no patient symptoms reported.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.